Manufacturer narrative:
This rv lead was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead delivered inappropriate therapy due to lead fracture. The physician elected to explant the rv lead, and associated device. The physician anticipating difficulty in obtaining venous access for the new lead, cut the old lead in an attempt to use it as a guide wire. This was unsuccessful, mainly due to the patient's anatomy. A new venous puncture was performed and the new rv lead was implanted, but again with difficulty due to tortuous nature of the patient's veins. Measurements were taken, and were all within normal range. There were no adverse patient effects reported.